Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, vision impairment and glare halo occurred after surgery. The patient, who requested multifocal lens, had no eye disease. Therefore, the company lens insertion was performed in december. After surgery, both refractive and keratometry values were 0, however, the patient's eyesight was poor. Therefore, the patient was under observation. Even in january the naked distance visual acuity was 0.3. Furthermore, the patient had complained about glaring during day and night since the first postoperative day and still the symptom seemed to be ongoing. The customer pointed out the defect on the iol, then it was reported. Additional information has been requested. There are two medical device reports associated with this patient. This file is for right eye.

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. The device was not returned. Intraocular lens (iol) returned adhered to surgical material. Solution and what appears to be blood is dried on both surfaces of the optic and haptic. One haptic is broken torn and not returned, the other haptic is intact. The optic is scratched or marked rejectable. The reported stated the company iol was replaced with a single focus iol. The root cause for the reported complaint could not be determined. The reported exchange of a multifocal lens for a monofocal lens, may suggest that the replacement lens model was an improved choice for the patients vision needs. The instructions for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under nighttime conditions, or glare, as well as other visual symptoms. As with other multifocal iols, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.